Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is completed.

Event description:
The MFR rep reported the patient underwent device system explant due to infection. Volume discrepancies had been noted at refills. A dye study was performed and the catheter was found to have a hole. No specific symptoms were reported. Add'l info has been requested, but was not available on the date of this report. See MFR report # 6000030200701588.